Event description:
Customer states specimens in these tubes are clotting, which causes issues with specimen integrity and their analyzers. On the morning of friday, (B)(6) 2021, the chemistry tech reported the siemens dimension vista 1500 analyzers were indicating clotted plasma specimens, which is highly unusual. The specimens with clot indicated were pulled and examined. The separated "plasma" in these tubes was clotted. A new lot, lot b21053qg, of lithium heparin tubes was placed in use that day. After identifying 6 clotted specimens over approximately an hour timespan (30 to 40 specimens processed during this time span with old lot and new lot of tubes)the phlebotomists were notified to stop using this new lot. Not all of the tubes of lot b21053qg clotted. After discontinuing use of this lot,no further clotting of lithium heparin plasma specimens was observed. It was attempted to re-spin the clotted specimens but the resulting re-spun specimens were grossly hemolyzed. Specimens from (B)(6) 2021 have been discarded, no photos are available. Tubes were properly filled and mixed. Tubes were centrifuged according to IFU. These lithium heparin tubes have been used by the customer for years with no clotting issues until this lot, b21053qg. It appeared to the customer that random clotted specimen tubes of this new lot did not contain the proper amount of anticoagulant.

Manufacturer narrative:
Complaint (B)(4). Received 2rks, 226pcs, 38rks, and 2 cases 456087p/b21053qg for evaluation. We have no further complaints on the material/batch. The complaint is justified. The initial complaint investigation did not show results that were deemed reportable, which changed when during checks of inventory very few tubes were found with slightly lower additive amounts, which then led to the recall decision on november 30, 2021. Recall 21-498 was filed on december 9, 2021.